Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 478 mg/dl with extreme drowsiness and polydipsia associated with an alleged dim/fading color spectrum. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was found that the patient was unable to see her display on natural light which caused the patient to giver herself either too much insulin or not enough insulin causing issues with the blood glucose. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged dim/fading color spectrum.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings:.during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.